Manufacturer narrative:
Unit passed self test and displacement test. The motor arm cannot communicate with the main arm and software error detected alarm found in the pump history due to software error. Hardware low level failures confirmed in pump history with variable due to broken trace at pin 1 (vdd) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm occurred on second occurrence. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that the failed self test. Customer also reported that the insulin pump had multiple insulin pump error. Troubleshooting was performed. The insulin pump will be returned for analysis.